Event description:
The customer reported via phone call that the insulin pump has an unresponsive keypad. The customer states the numbers kept scrolling and unresponsive. The customer mentioned that there may have been some moisture exposure on her part. The customer's blood glucose level was 170 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the display window.